Manufacturer narrative:
(B)(4).

Event description:
T was reported that the patient was admitted to the hospital on july 7 with chest pain and shortness of breath. Upon reviewing the patient, infection/endocarditis related to the infected lead was noted. The patient was transferred after the explant. Further follow up revealed that the patient expired. No further information is available.